Manufacturer narrative:
The patient complained of moderate swelling. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient included swelling. On (B)(6) 2018 the patient complained of mild swelling. The patient disclosed that this swelling took place after jogging. He was reminded to refrain from engaging in strenuous activities for a few days, to ice, and to follow up the following week. In his follow-up meeting, one week later, it was noted that the patient was healing very well. As a part of the informed consent process, patients are made aware of post-operative instructions. The patient acknowledged and agreed to the following statement: "I understand that some patients have to be in a convalescent status with a generous amount of bed rest for the first week after surgery and that for one month after surgery I will not engage in any stressful physical activity including excessive bending, lifting, or participation in any sports." He also acknowledged that recovery is highly individual and may vary significantly in any particular case. All patients are informed of the post-operative instructions and informed how consistent and engaged post-operative care is essential. They are also informed that the time frame of healing and recovery can vary from person to person. Since this patient was "reminded" to refrain from engaging in strenuous activities, it appears that this patient was not cleared for strenuous activities such as jogging, and thus was reminded to refrain. This is a violation of post-operative instructions.

Event description:
Patient complained of moderate, post-operative swelling.